Event description:
Her meter gave erratic readings of 83 and 500 mg/dl within a minute of each other. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.